Event description:
The complainant reported that a (B)(6) male was admitted to the hospital. The pt was a heart failure pt and was going to have a heartware device placed for bridge to transplant therapy (btt). The pt initially was felt to be in decompensated heart failure and support with impella 5.0 was deemed to be appropriate, in order to better assess the pt's status. The impella 5.0 was implanted via the femoral artery. The implant was done under fluoroscopic control and thought to be fairly standard. There was no difficulty noted with insertion of the device. The pt had an excellent course while on 5.0 support. There was no issue noted with position. There was no hemolysis issue. The pt was taken to the operating room after about 5 days and was transitioned to a heartware lvad. The procedure was unremarkable. The pt was transitioned, by first doing the aortic anastomosis, and then performing the left ventricle (lv) apical core maneuver. It was reported that the impella was turned off and withdrawn prior to initiating the insertion of the pump in the apex. The entire procedure was performed w/o cardiopulmonary bypass. The removal of the impella was not visualized on fluoroscopy during removal. The heartware device was performing nicely. There was just a "whiff" of ai (aortic insufficiency) noted at the completion of the procedure, and was not though to be anything out of the ordinary. Over the next 4 to 5 days the pt gradually started to exhibit signs of low output. At first there was some question that there could be an lvad thrombosis since the lvad was supposedly delivering a relatively high output, but the pt was exhibiting signs of low systemic output. The physicians decided to re-operate on the pt to establish if the lvad was thrombosed. During this work up of the low output syndrome, there was supposedly at least one echo that did not reveal any significant ai, but there was some technical question as to the quality of the study. At surgery another tee (transesophageal echocardiography) was performed. This did show more ai than was shown on prior occasions, and the lvad was found to be functioning normally. It was noted at this time that the ai had progressed to the point that there was systemic hypoperfusion. The decision was made to explore the aortic valve. The pt was placed on cardiopulmonary bypass and it was noted that the non-coronary cusp was dehisced from the sinus and was incompetent. It appeared to the operating physician as if it had deteriorated over the past week or so and was noted to have some fibrosis on the edges, denoting that it was older than just a day or two, but was on the order of a week or less. In an effort to repair the valve, the flail cusp was then sewn to a remaining aortic leaflet to essentially create a bicuspid but competent valve, and the pt was weaned from bypass with the functioning lvad. The pt did well postoperatively and did not suffer any further complications. In further discussion with the physician it was not known whether there could have been a guidewire induced injury or other source of the injury or, if it was related to impella, why there was a latency to the event of 4-5 days after the heartware device was implanted.

Manufacturer narrative:
The complainant was unable to report the serial number of the impella lp 5.0 pump, consequently, the device manufacture and expiration dates were unable to be reported. The impella lp5.0 pump was not returned for eval, as it was discarded at the user facility. The data log files have also not been returned for analysis. It was reported that because of the length of time from the date of the event to the reporting of the event to abiomed, the data log files may not be retrievable. The MFR will continue to investigate all reasonably obtainable sources of info and will provide results and updated conclusions in a supplemental report when rec'd. "Impella technical bulletin 59: recommended catheter explant procedure" (hcs-tb1079) has been initiated and disseminated to the abiomed clinical team and abiomed customers. Among the actions discussed in the bulletin, the user has been advised to: exercise care while manipulating the impella catheter in a pt on cpb, particularly if the aortic valve is in the closed position throughout the cardiac cycle. Used fluoroscopic or echocardiographic imaging to view the impella catheter and aortic valve and confirm that the impella catheter is moving freely and is not distorting the cardiac structures. Remove the impella catheter in a controlled and gradual manner. In addition, the instructions for use for the impella lp5.0 pump cautions the user with the following warnings: avoid over inserting the impella 5.0 catheter and possibly impinging the catheter tip against the walls of the vasculature, atria or ventricles. Do not advance or withdraw the impella 5.0 catheter against resistance w/o using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or ventricular perforation. (B)(4).